Manufacturer narrative:
Product event summary: the device was returned and analyzed. The sapphire was cracked. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardiac monitor (icm) was explanted due to premature battery depletion. The icm was returned to the manufacturer, analysed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: returned product analysis was performed and no anomalies were found. The sapphire was cracked. The cracked sapphire resulted in the no telemetry condition that was noted upon device receipt but there was no complaint or observation for this while the device was implanted. Hybrid analysis revealed that the battery was not confirmed to be at an rrt or eos level. No hybrid current drain anomalies were observed. It was determined that the device functioning and depleting normally while implanted and that the cracked sapphire and no telemetry condition most likely occurred during or post explant. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that upon review there was found to be no allegation of premature battery depletion for the implantable cardiac monitor (icm).